Event description:
The pt reported she turned off her ipg in order to have a pain pump implanted and that when she turned it back on she is no longer receiving stimulation and is unable to communicate with or charge her ipg. The pt stated prior to having the pain pump implanted her recharge burden had increased. The sjm rep met with the pt and confirmed the issue. Surgical intervention will be taken at a later date to address this issue.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.